Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ra lead was capped and replaced on (B)(6) 2016 due to an insulation anomaly. No additional information was available.

Manufacturer narrative:
Date of event - (B)(6) 2016.

Event description:
New information received notes that the atrial lead had a very low impedance and large amount of noise. These changes were found on (B)(6) 2016. At the time of procedure, the physician did a visual inspection of the exposed lead and a fluoroscopic inspection of the internal lead and found no evidence of insulation damage. The lead was capped and replaced. The patient was in stable condition throughout. No complications were noted.